Manufacturer narrative:
An evaluation of the returned device could not confirm the customer allegations ¿ ¿forceps was not moving as intended¿ and ¿therapeutic accessories were misaligned¿. There were few additional findings. The distal end cover was deformed. Adhesive on bending section cover had a crack. The device exhibited reduced angulation. Due to deformation of lock engagement lever, up/down knob could not be locked securely. Connecting tube had a scratch. Scope connector cover, scope connector and switch button 1 had a scratch. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is received.

Event description:
The customer reported to olympus that the forceps of the duodenovideoscope was not moving as intended and the therapeutic accessories were misaligned. The issue was identified by the field service engineer during reprocessing. The device was reprocessed and returned. An evaluation of the returned device revealed, the inside of the light guide lens was dirty. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the light guide (lg) lens glue was peeled by physical stress such as hitting or dropping the distal end, chemical stress due to chemical solutions used, resulting in humidity invading inside the lg-lens and caused corrosion. The event can be detected by following the instructions for use (IFU) which state: operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.